Event description:
It was reported that the patient presented in clinic after being transferred to the physician¿s care. Upon review, the right ventricular lead exhibited lead noise. It was determined that the lead had abraded. On (B)(6), the lead was removed and replaced. During the procedure, the right atrial lead was accidently dislodged. The lead was also removed and replaced. The patient did not experience any complications from the surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.